Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (5 mg/ml at unk mg/day) and bupivacaine (5 mg/ml at unk mg/day) via an implantable pump for malignant pain. It was reported that the pump had been running dry for a couple of weeks and the patient was admitted to the hospital.